Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product received at ldr medical on january 22nd, 2018 : visual & functional examination shows no particular issue. There is no marks or evidence that the device was implanted. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. The surgeon probably did not follow the instructions mentioned in the surgical techniques. However, for the lack of information received from the reporter this hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause canot be established . If additional informations were received that may drawn a conclusion for this case , another report will be sent .

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Without a product return, no product evaluation is able to be conducted. Attempts have been made to get more information. Not received yet.

Event description:
Mobi-c p&f us : disassembly, the implant fell apart. More information are requested on this event.